Manufacturer narrative:
The reported complaint of the autopulse stopped compression and displayed ua17 (max motor on time exceeded during active operation) error message was confirmed during review of the archive data but was not confirmed during the initial functional testing. Analysis of the autopulse platform revealed no problems with the board which may have contributed to the reported complaint. Visual inspection was performed and noted no physical damages upon receipt. The battery lock was noted to be missing and is unrelated to the reported complaint. Archive review showed ua17 error message at the time of the reported event date. Based on the platforms archive, it showed that the li-ion battery sn 27190 was used at the time the ua17 occurred. The archive shows that this li-ion battery was fully charged with remaining capacity of 1447 and it was used repeatedly for compression. The archive showed that the autopulse platform performed 11 compressions on a medium/large size patient before it stopped and displayed fault ua17. The customer restarted the platform to clear the fault. The use of the platform was continued with the same li-ion battery and it stopped compressions for seven more times before fault ua17 displayed again. At this time, the li-ion battery voltage has dropped to its low level. User advisor 17 is an indication that the battery voltage is low. Initial functional testing was performed and passed with no error message. Further testing of the platform indicated that the drive train motor brake gap was out of specification. To remedy the issue, the drive train motor brake gap was re-adjusted to within its specification. After adjustment of the drive train motor brake gap, the autopulse was subjected to the run in test using 95% patient large resuscitation test fixture and passed with no issue or faults observed. The autopulse platform passed the final functional testing and meets all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported autopulse with serial number (B)(4).

Event description:
During patient use , the autopulse platform stopped after about 5 compressions and displayed ua17((max motor on time exceeded during active operation) error message on a (B)(6) years old person who had breathing difficulties that went into cardiac arrest,. The customer turned off the platform, pulled up on the lifeband, and reset the platform but the error message would not cleared. The use of the autopulse was discontinued and manual CPR was performed for an unknown length of time. Patient outcome at the time of the event is unknown. No other information was provided.